Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent power source alerts occurred. After charging the pump for an additional 30 minutes, pump battery was charged. Customer could not recall blood glucose level; however, reported it to be within range.